Event description:
The customer reported a false positive reaction in the anti-b well for one patient sample of blood type a rhd positive. Testing was conducted on the customers ih-1000 instrument. The customer did not provide a sample of the allegedly defective product for investigational testing nor the patient sample that had caused the false positive test result. Therefore, our quality control laboratory tested their retention sample of the affected lot. First, all cards from the retention sample were visually checked regarding the sealing foil, the presence of supernatant and the gel homogeneity and showed no abnormalty. For the serological testing, 5 donors (blood group a) with negative specificity in the anti-b cavity, as well as one donor (blood group b) with positive specificity in the anti-b were tested on the ih-1000. Additionally, two samples of the ih_basic qc set that the customer had used during his tests were also used for this test. All results were correct. No false positive reactions in the anti-b cavity occurred, all six donor bloods reacted correctly. No manufacturing-related quality issue with the cards were noticed. Trace files of the affected ih-1000 instrument were analyzed and no instrument-related issues were detected. Upon comprehensive tracefile analysis, we observed that well no 2 (anti-b) was dispensed after well no. 3 (anti-d). We strongly assume that the false positive reaction in the anti-b well occurred due to inter-well carry-over; specifically, reagent drop contamination with anti-d (patient a+) led to a false positive result in the anti-b well.

Manufacturer narrative:
This is our combined initial and final report on this incident.